Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient was not able to set the ipg into MRI mode due to a high impedance on the lead. Surgical intervention was undertaken wherein the entire system was explanted and replaced to address the issue. Therapy was restored post-op.